Event description:
It was reported that the cursor on the touch screen of central control monitor (ccm) was not at the correct position after calibration. The customer was trying to troubleshoot the reported issue. No other details regarding the nature of this event were provided.

Manufacturer narrative:
Investigation in progress, but not yet completed.